Manufacturer narrative:
Prime alarm during basic occlusion test due to loose drive support disk. All operating currents are within specification. No unexpected battery out limit alarms noted.

Event description:
The customer reported that insulin was squirting out and the device alarmed. The blood glucose reading was 147mg/dl. Troubleshooting was performed. The customer stated that the drive support cap is protruded. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.